Event description:
It was reported that the user was confused about the supply change process for the ilet system, attempted to insert an infusion set before loading a new cartridge, and experienced infusion set adhesive not sticking until coached through a correct change, after which the cartridge was inserted, tubing was primed to visible drops, a new site was prepared and inserted successfully, and insulin delivery resumed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and indicated a use-of-device problem, with the affected component not specifically identifiable by an available code. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.